Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthetic valve was explanted after an implant duration of approximately 8 months, and replaced with the same model/size edwards' valve. The reason for explanting device has not been provided despite multiple follow-up attempts.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis. The surgeon indicated that this event was due to patient related factors and not a device malfunction. No other details were provided. A copy of the operative report was also requested; however, it was indicated that it is not available. Unfortunately, the edwards device was discarded; therefore, an analysis of the valve could not be performed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was not provided. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No additional information was provided regarding the reason for explant or device availability for return and evaluation. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.